Event description:
It was reported that a (B)(6) hispanic/latino female patient underwent a breast surgery with implantation of an undisclosed mentor smooth saline breast implant prosthesis. Post-operatively, the patient reported a tingling sensation with slight pain in the right breast coupled with a deflated right breast implant. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Several follow-ups have been performed; however no additional information has been provided. If more information becomes available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).